Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr ous 2.75 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts were bunched, overlapping and pushed in a distal direction; the remainder of the stent struts (rows 1-13 from the distal end) appears undamaged. The stent had moved on the balloon to the extent that the distal end of the stent was at the proximal end of the distal markerband. As the stent had moved on the balloon the manufacturing data for this device was reviewed and no issues were highlighted. The maximum stent profile was found to be within the max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. An examination of the inner and outer lumen and mid-shaft section found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. During the procedure, a 2.75x16mm promus element plus stent was advanced to treat the lesion. However, the stent struts were cracked at the distal end. The device was removed from the patient. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable.